Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, it appears that the stem has subsided. Stem was well fixed and a longer head was used with a sleeve from microport (28mm delta option head and xl sleeve). Left hip.